Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were reported to be severely calcified. An introducer sheath was not used. It was reported that during advancement of the device the delivery system kinked (MFR# 2953200-2004-01207). The device was removed and the artery was dilated with a 7 mm diameter balloon and a 22f dilator. A second 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was inserted into the pt. It was reported that the while advancing the device the delivery system kinked while in the same location of the pt's arteries as the previously inserted aneurx delivery system. The device was removed and the physician created a conduit to bypass the calcification. It was reported that a third aneurx aortic extension cuff was successfully implanted into the pt. No sequelae were reported and the pt is reported to be fine. The device was discarded by the user facility.